Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced a migration of the receiver stimulator and subsequently, underwent revision surgery on (B)(6) 2018 to place the device back into the correct position.